Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a door failure, unable to open refrigerator. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to open the refrigerator on the hsa med room pyxis. A field service engineer verified that the fridge was functioning properly and inspected the door hasp and checked the srm to ensure proper alignment and confirmed the fridge was fully functioning there was no issues found after the inspection. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).